Event description:
A 250cc bag of dopamine added to continuous infusion by nurse at approx 10pm. Pump alarming and reading air 2 1/2 hours later. Bag empty at that time. Patient received 309cc in approx 2 1/2 hours. Pump taken out of service. B/p dropped to 66/36. Dopamine restarted on new pump.